Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up information received on 26-may-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included obesity and hypertension. Concomitant products included cilest (ortho tri-cyclen) for birth control, intrauterine contraceptive device (iud nos) for bleeding genital as well as amlodipine (norvasc) from 2010 to 2011, liraglutide (victoza) since 2015, metformin since 2015 and spironolactone since 2015. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the genital haemorrhage, complication associated with device, vaginal haemorrhage, menorrhagia, weight increased and weight decreased outcome was unknown. The reporter considered complication associated with device, genital haemorrhage, menorrhagia, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, reporter added, lot number received, events added as follows:-medical device removal was replaced with events genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, device monitoring procedure not performed.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding/abnormal bleeding") in an adult female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included obesity, hypertension, adenomyosis, uterine leiomyoma and cervicitis. Concomitant products included cilest (ortho tri-cyclen) for birth control, intrauterine contraceptive device (iud nos) for bleeding genital as well as amlodipine (norvasc) from 2010 to 2011, liraglutide (victoza) since 2015, metformin since 2015 and spironolactone since 2015. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) prolonged cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pelvic pain ("pain- it get better after hysterectomy"). In 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes after hysterectomy I started having uti's monthly"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal pain ("abdominal pain-I could feel pinching like I could almost feel the coils") and menometrorrhagia ("menometrorrhagia"). The patient was treated with antibiotics, ibuprofen and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, complication associated with device, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, urinary tract infection, dysmenorrhoea, abdominal pain and menometrorrhagia outcome was unknown and the dyspareunia, fatigue and pelvic pain had resolved. The reporter considered abdominal pain, complication associated with device, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: right and left tube: five coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, genital bleeding, menometrorrhagia, vaginal bleeding, urinary tract infection. Most recent follow-up information incorporated above includes: on 31-may-2018: pfs and mr received. Events per pfs: bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain, abdominal pain ,menometrorrhagia were added. Patient's medical history was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding/abnormal bleeding") in an adult female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included obesity, hypertension, adenomyosis, uterine leiomyoma and cervicitis. Concomitant products included cilest (ortho tri-cyclen) for birth control, intrauterine contraceptive device (iud nos) for bleeding genital as well as amlodipine (norvasc) from 2010 to 2011, liraglutide (victoza) since 2015, metformin since 2015 and spironolactone since 2015. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) prolonged cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pelvic pain ("pain- it get better after hysterectomy"). In 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes after hysterectomy I started having uti's monthly"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal pain ("abdominal pain-I could feel pinching like I could almost feel the coils") and menometrorrhagia ("menometrorrhagia"). The patient was treated with antibiotics, ibuprofen and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, complication associated with device, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, urinary tract infection, dysmenorrhoea, abdominal pain and menometrorrhagia outcome was unknown and the dyspareunia, fatigue and pelvic pain had resolved. The reporter considered abdominal pain, complication associated with device, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: right and left tube: five coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, genital bleeding, menometrorrhagia, vaginal bleeding, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.